Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that after fixing the catheter in the epifuse connector upon the use of it, the customer noticed medical fluid was leaking from it. No patient injury.